Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿. The root cause could not be determined. However, based on the results of the investigation it is believed that the reported event occurred as a result of age deterioration over long-term repeated use. Additionally, the characters on the front panel were likely fading due to wear and tear as well. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user report was confirmed due to a faulty old version main switch being stuck in the depressed position. Additionally, corrosion was noted inside the bottom chassis. The labels on the front panel were illegible. The lamp life meter was reading at 300+ hrs (replacement recommended) and the light intensity output measured out of range. There was further corrosion and heavy dust on the inside scope socket. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during routine maintenance for the evis exera iii xenon light source, the power switch was stuck and could not be pushed. There was no patient involvement in this event.